Event description:
It was reported that (1) device was used during a lung resection. It was reported by the representative that the package of the tr45g was sealed and did not have a cartridge inside. The product was borrowed from another hosp and the surgeon did not have enough to complete the case thoroscopically. The case was converted to an open procedure, as such the pt had to go to ICU and this incurred additional expense. The pt had an extended operating room time (not known how long).